Event description:
Customer reported via phone call that the customer passed away in hospital. The customer was hospitalized on oct 21, 2021 due to low blood glucose. The cause of death was low blood glucose level. The customer¿s blood glucose was 18 mg/dl at the time of death. The low blood glucose event was treated with glucagon shot. Customer was unconscious. It is unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.